Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a setscrew problem. The physician screwed in the lead the first, but noticed that it was not well inserted. The lead was removed and the physician tried to screw the setscrew back in but could not. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.